Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected : b4, b5, d4, d9, g2 g6, g3, h1, h2, h3, h4, h6, h10. Review of the most recent repair record identified no repairs related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was skipping and cutting too deep. There was no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.